Event description:
It was reported that the manifold in a custom kit ruptured during high pressure contrast injection. There was no reported harm or injury to the pt or staff.

Manufacturer narrative:
Conclusions: the suspect device was not returned to merit for evaluation; however, merit will submit a follow-up report after investigation of this incident.